Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (date not reported). Subsequently, the patient underwent a skin revision surgery under mac anesthesia on (B)(6) 2024 in order to remove and replace the abutment.